Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the sensing and therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse examined her skin and advised she had dermatitis. Patient stated physician told her to bath in baking soda and rub it on her back as well. Follow up indicated that the irritation has improved.